Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "undetected upstream occlusion", which was confirmed during baxter's functionality testing and reproduced during the device evaluation. During the evaluation, the ultrasonic sensor was found to be out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect an upstream occlusion. There was no patient involvement.